Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 4/3/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint product was received in its original packaging. Plunger was not in advanced position. All the components were correctly engaged, also the cap was on. No assembly error and/or defect related to manufacturing process were observed. The lens was correctly seated in the storage zone. Apparently, it was not used as alleged in the initial report. Visual inspection at microscope magnification was performed. Our product has double pouch to guarantee the sterilization. Only the inner pouch was received. It was observed open and slit can be observed. However, outer pouch was not returned. There is no information provided related to the outer pouch. No problem with the outer pouch was reported. Therefore, the sterility was not compromised. The reported issue was not verified. In addition, the sample pouch was inspected with no magnification held at 18¿ by two certified first pack operators and slit was identified. Due to the conditions in which the sample returned it is no possible to determine that the reported issue is related to the manufacturing process; because the manufacturing (first pack and boxing) areas, does not use any tool that could cause this type of damage. Based on the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order for unfolding issue unrelated to this reported complaint. Based on the results of the investigation, there is no indication of a malfunction or product quality deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer noticed a large slit in lens model, pcb00 monofocal iol (intraocular lens) package after opening as sterility of the device may have been compromised. It was noted; however, that there was no patient contact as iol is not used. No additional information provided.